Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, false atrial fibrillation (af) egms were observed to be stored on the implantable cardiac monitor (icm). Programming changes were performed. The patient was reported to be in stable condition and will continue to be monitored.